Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is right implant integrity loss and pain. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "right mammary started to disturb" and "right implant integrity loss." The device has been explanted.